Event description:
It was reported that balloon rupture occurred. A 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 1 second, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.